Event description:
Orig. Surg. 2005. Allegedly patient experiencing thigh pain on weight bearing activity. Possible stem is loose.

Manufacturer narrative:
This is the same event as 1043534-2006-00105, 00106, and 3003379990-2006-00058.